Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped wearing their aligners after their dentist informed them that they had a bruised gum from their bite not being aligned. Their dentist fixed their bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.